Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The patient reported high glucose events which was resolved after changing the set. The patient also reported observing bend in the device cannula during the set change. A possible occurrence of an occlusion could result in under delivery, causing or contributing to a death or serious injury if the malfunction were to recur. The event occurred during patient use and there was no patient injury.